Event description:
It was reported that the catheter handle had a white residue on it that may have compromised device sterility. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was selected for use. When the catheter was opened in the sterile field a white residue was seen on the handle. The residue was easily wiped off, but there were concerns about that device sterility may have been compromised. There was no damage to the sterile seal of the device packaging. The catheter was replaced and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.